Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified volume of 5% dextrose in 0.45% normal saline, at a rate of 60ml/hr, via a plum pump. On (B)(6) 2013 at approximately 1400, the option-lok male adapter of the tubing set was connected to a clave port on a huber needle connected to the pt's port-a-cath IV access site and the infusion was initiated. On (B)(6) 2013 at approximately 0400, the customer contact reported that approximately 100-120ml of solution leaked from the distal clave y-site. The customer contact reported that the clave y-site had not been previously accessed. The tubing set and the solution container were replaced and the therapy was resumed. There were no reported adverse pt effects, no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.